Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump stopped in the periodic log was due to the patient being removed from this system controller on 24oct2023.